Event description:
It was reported that the wake button is difficult to press and requires pressing multiple times to function. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.